Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0267181. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn adapter was found cracked during use. The following information was provided by the initial reporter, translated from chinese to english: "according to the doctor's advice, the nurses in the hospital gave the patient intravenous infusion on (B)(6) 2021. When the closed intravenous indwelling needle was used to prevent needle puncture, the heparin cap was found to have cracks. After the discovery, the new products of the same batch of the factory were replaced in time and the patient continued to be treated, without any impact on the patient."